Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed after restarting the system. Philips was unable to confirm the allegation regarding the monitor could not be turned on as the customer did not request philips service for this event. Therefore, no additional investigation or corrective action was possible or has been provided by philips. After the restart, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the system was not functioning properly. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.